Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The patient experienced bleeding, pain and skin removal at the pod infusion site. The patients blood glucose level had rose to 305 mg/dl. Once at the hospital the patient was diagnosed with 2 infections on his leg and possibly (B)(6). The patient was prescribed sulfamethoxazole-tmp ds tablets to be taken 2 times daily for 10 days and hibiclens (4%) with foam (16 oz) to be applied to the affected area 2 times daily. The patient was released from the hospital after 20 minutes. The pod will not be returned as it has been discarded.

Manufacturer narrative:
Lot number changed from : pd1c05041921 to pd1c06181911 device serial number added : (B)(6). Unique device identifier changed from: (B)(4). Expiration date changed from : 11/4/2020 to 12/18/2020. Manufacture date changed from: 5/4/2019 to 6/18/2019.

Manufacturer narrative:
The returned device was evaluated and the pod was received with cannula deployed. No damages were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection and pain at pod infusion site could not be determined.